Event description:
It was reported that the set screw was stripped. Device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: visual inspection of the device (cd2231-40q) found that the atrial septum and set screw were missing. A new set screw was put in place for the atrial set screw and test leads were applied to the device. A torque driver was able to tighten down all sets screws onto the test leads normally.